Manufacturer narrative:
The incubator in question was shipped 4/8/1988 and has not yet been evaluated due to scheduling conflicts with the hosp. Based on the description of the event and subsequent communication with the user facility there is no evidence of a device malfunction. Once the device has been evaluated a follow-up report will be submitted.